Event description:
The customer obtained a discordant, negative vitros op-lo result (250 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The negative vitros op-lo result was discordant compared to positive opiate results obtained using the gs/ms method (opiate compounds detected > 900 ng/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The discordant, negative vitros op-lo result was initially reported out of the laboratory. However, there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, negative vitros op-lo result was obtained from a single patient sample run on the vitros 5600 integrated system. The intended use section of the vitros op IFU states that the vitros chemistry product op assay is intended for use by professional laboratory personnel. It provides only a preliminary test result. A more specific alternative chemical method must be used to confirm a result obtained with the vitros op assay. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Clinical consideration and professional judgment should be applied to any drug-of-abuse test result. The most likely cause is a known limitation of the vitros op reagent related to low cross reactivity with oxycodone and oxymorphone. There is no evidence that an instrument or reagent issue contributed to the event.